Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2011 - litigation papers were received and allege that revision surgery on the right hip was performed due to metallosis. Doi: (B)(6) 2008 (right side). The femoral head was added to the complaint. The left hip has not yet been revised but it is alleged that it continues to be painful. Doi: (B)(6) 2008 (left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised due to metallosis.